Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two days after the onset of the event, the patient was hospitalized. The patient was treated with injections of vancomycin (2gm, route and frequency not reported). Action taken with pd therapy was not reported. The outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.